Manufacturer narrative:
A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing a terrible left leg pain following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5157031/ 5157379; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing a terrible left leg pain following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.